Manufacturer narrative:
User/voluntary medwatch number: mw5078170. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 tractip laser fiber was used during a procedure in the right ureter performed on (B)(6) 2018. According to the complainant, during the procedure, the tip of the laser fiber broke off while the fiber was outside the patient¿s right ureter. The broken fragment was retrieved successfully. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.